Manufacturer narrative:
This is one event (death) reported on the same pt involving two separate products; associated MDR #1225714-2014-02874.

Event description:
The plaintiff attorney alleged the decedent experienced an unspecified injury and subsequently expired on an unk date after use of the product.